Manufacturer narrative:
The initial MDR 2432235-2016-00041 was filed on january 29, 2016. Additional information (01/13/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse cleaned reagent compartment shutter, and confirmed correct alignment of reagent barcode scanner and that there was no excessive play in reagent rocker assembly. The cause of the vitamin d reagent pack being misread is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Patient samples were not affected by the reagent pack mis-read as the psa assay is not run on this instrument. Section has been updated with the required codes.

Event description:
Patient samples were not affected by the reagent pack mis-read as the psa assay is not run on this instrument.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that at times the reagent pack would read correctly, but would read incorrectly when opening the primary reagent door. The customer tried the reagent pack again on the day they called into ccc, and the reagent pack read correctly several times. The cause of the vitamin d reagent pack being misread is unknown. Siemens is investigating this issue.

Event description:
The operator of an advia centaur xp instrument reported that the vitamin d reagent pack repeatedly read as prostate specific antigen (psa), when the primary reagent door was opened. It is unknown if patient samples were impacted due to the vitamin d reagent pack being misread. There are no reports of patient intervention or adverse health consequences due to the vitamin d reagent pack being misread.